Event description:
It was reported that during a lap super cervical hysterectomy procedure, the blade tip broke off into the pt. It was retrieved. It was found without x-ray, but did x-ray to make sure everyting was retrieved. There was no other pt consequence reported.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.